Event description:
According to the reporter during a laparoscopic hernia procedure, the end of the peanut fell into the patient cavity. X ray was performed to locate and retrieve the component. There was tissue damage as a result of this problem. The tubes were damaged and required suture repair. The damage was not permanent. Surgical times was extended by 90 minutes. Current patient status is alive with injury. There was no unanticipated tissue loss. There was no blood loss of 500cc or more. There was no extension of incision due to the product problem.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of three devices. The event report alleges the product was used in a surgical procedure. The cotton tip was detached from device one with no evidence of adhesive. The root cause of the observed condition was determined to be a result of an inadequate amount of adhesive on the device; this was identified as a quality issue with a component obtained from a third party supplier and a product enhancement has been initiated to track this failure mode and/ complaint mode. Based on the evidence available the reported condition was confirmed. The file will be closed as an assembly error. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.